Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and replaced the microprocessor and compact flash cards. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, following the preoperative checkout, the screen turns black, the unit audibly alarms, and the unit reboots. There was no report of patient involvement.